Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator audio alarm failed. The device was not being used on a pt when the event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui), central processing unit (cpu), printed circuit board (pcb). The device passed all tests.